Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer¿s initial investigation proves the unit does not complete the autofill cycle with a 40-cc balloon and a system trainer. During helium regulator calibration, the readings were out of specifications and could not be calibrated into the correct range. To fix the issue a getinge field service engineer (fse) replaced helium reservoir assembly and attempted calibration of new helium regulator. Unit passed all functional, safety, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an autofill error during use. There was no death, injury, or adverse event reported.

Event description:
N/a.